Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that it is fractured on the left posterior-lateral edge. The locking clip groove appears as designed with no major damage. There are scratches and gouges on the articulating surface, with a concentration of scratches and dents anterior-medial. There is a small fracture on the anterior-medial edge. The location of the scratches on the condyles suggests the femoral and tibial components were rotated relative to each other. The locking clip is scratched on all sides with numerous shiny gouges typical of tools such as forceps. Although it cannot conclusively be determined, the apparent freshness of the un-oxidized tool marks suggests the damage occurred upon explant removal.

Event description:
It was reported that patient underwent bilateral total knee arthroplasty on (B) (6) 2007. Subsequently, the patient underwent revision of the left knee on (B) (6) 2010 after radiographs appeared to show fracture of the poly bearing. Upon explantation, the bearing appeared to show signs of cracking and debris.